Manufacturer narrative:
In addition to the probe being broken off at 13.5 mm from the distal end, the inspection of the device revealed the break started from the origin of a crack caused to the probe. There was a mark in the probe which came in contact with the non-insulated area of the grasping section and was abraded against it. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of the grasping section which came in contact with the probe and was abraded against it. In addition, the coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be identified, it is likely the following step-by-step scenario caused the reported issue: seal & cut output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad was worn away. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. Seal & cut output was activated under this situation, scratches indicating that the probe and grasping section were in contact with each other were made and the short circuit error occurred. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when a load was added. The coating of the grasping section could have come off when dirt, such as burn, was scraped off with something hard. The following information is included in the device's instruction manual: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Olympus will continue to monitor field performance for this device. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a therapeutic hysterectomy procedure, a thunderbeat (tb-0535fcs) device gave a short circuit error. A second device was opened, but both of the probe tips were found to be fractured and they would not activate. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event. The subject device was returned to olympus for evaluation. Upon inspection and testing of the customer returned device, it was observed the probe tip was broken off at 13.5mm from the distal end. The broken piece of the probe tip was returned. This report is being submitted for the malfunction found during evaluation of the second device (probe tip broken off). The issue with the first tb-0535fcs device is being reported on the medwatch with patient identifier (B)(6). This report is being submitted for the issue with the second tb-0535fcs device, with patient identifier (B)(6).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.